Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtained add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "epix universal clip applier projected rear feeding unit into the pt after firing clip. The feeding mechanism was retrieved from the pt. There was no harm to the pt. An add'l epix universal clip applier was used to finish the procedure." Pt status: "event did not change pt status."